Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a severe rash on his back from the lifevest. The irritation was described as red, bumpy, itchy, and seeping. There was no alleged device malfunction contributing to the irritation. The physician prescribed steroids, cortisone cream, and betamethasone for the irritation. Follow up indicated that the betamethasone helped the skin irritation to improve.